Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator, the touch screen would not display. Customer noticed a visible fluid inside the touch screen. No patient involvement reported with this event.

Manufacturer narrative:
The vela front panel assembly was returned to carefusion¿s failure analysis laboratory. A visual investigation was performed and fluid ingress spots were noticed. After further evaluation of the unit, the reported issue could not be duplicated, however, the evidence of fluid ingress suggests the reported issue may occur intermittently.